Manufacturer narrative:
A review of the svc report indicates the customer rec'd a sys message and experienced temporary soft eye when switching to air in f/ax(fluid air exchange) mode. The co rep was able to verify the sys message in the sys event log. The sys was tested per the svc test procedure and found the sys to meet specifications at that time. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the investigation results above, the most likely cause of the reported event is related to surgeon technique, switching too quickly between surgery modes. (B)(4).

Event description:
A nurse reported a sys message displayed during a vitrectomy procedure, resulting in a soft eye when switching to air. The procedure was completed with no harm to the pt. The nurse stated this was caused by user error, as the surgeon progressed to the next step before the console was ready.